Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) discussed noting left ventricular (lv) lead loss of capture (loc). Technical services (ts) discussed bringing in patient to clinic for further review. This crtd remains in service. No adverse patient effects were reported.